Event description:
It was reported that via a merlin at home transmission, non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were made. There have been no further issues.

Manufacturer narrative:
(B)(4).